Manufacturer narrative:
An intuitive field service engineer (fse) followed up with the customer and confirmed that the issue did not return and confirmed arm movement was normal. The complaint was not confirmed by the fse investigation.

Event description:
It was reported that during a da vinci assisted surgical procedure, all of the arms moved a little when the cannulas were installed, and the instruments were in the patient. There were no faults or error messages when the issue occurred. The intuitive tech support engineer (tse) reviewed the system logs but found no related issues. The tse asked if the table motion button was pushed at any time, which would unlock all of the arms. The caller stated that he did not believe so. The caller stated they were going to test the system after the case to see if the arms moved together and confer with the staff. The tse also recommended a hard power cycle of the patient side cart (psc) when possible. The procedure was completed with no reports of patient injury. Intuitive followed up with the initial reporter and received the following additional information: the issue occurred with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer. The issue occurred while the surgeon was attempting to manipulate instruments from the surgeon console. The failure was not related to an inability to move the instrument at all. The movements of the surgeon scaled appropriately to the instrument. The instrument moved in the intended direction. The timing of the instrument movement was appropriate. There was no shakiness and/or friction experienced/observed. There was no instrument-to-instrument or system arm-to-arm interference nor external collisions. The drape used is not available for return. There was no injury to the patient as result of the event. The reported issue only last two seconds.